Event description:
The following was reported to gore: on (B)(6) 2022, a patient was to be implanted with a 11mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) to extend and reconstruct the right internal iliac artery during the treatment of common iliac artery aneurysm and internal iliac artery aneurysm. Self-made ibd (internal branched device) technic was applied, that was a branch created and sewed on the iliac branch endoprosthesis. An ibd device was prepared for the endovascular procedure, and it was implanted successfully. The 11mm x 10cm viabahn® device was used to extend the branch through ibd device, and it was advanced successfully to the target lesion. The deployment line stuck after the deployment initiated, the viabahn® device was not fully expanded. The deployment line was pulled and broke, the viabahn® device was expanded but longitudinal compressed. Another 10mm x 15cm viabahn® device was used same way. The viabahn® device was deployed. It was found that the distal tip was stuck during removal and not able to removed. Therefore, the procedure was converted to surgery at right internal iliac artery, remove the two viabahn® devices, cut the delivery system and remove distal shaft assembly. The procedure was completed. Patient recovered well after the procedure and discharged from hospital. Physician considered the event was not caused by gore devices, but attributed to the interaction through previously implanted branch of ibd device.

Manufacturer narrative:
A review of the manufacturing records indicated the device lot met all pre-release specifications. The device was discarded at facility, therefore, an evaluation could not be performed. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A device photo was provided for review captured a distal tip with guidewire segment exiting from the distal end. No guidewire is seen on the proximal end of the distal tip consistent with cutting of the distal shaft assembly as reported in the complaint. A viabahn® device endoprosthesis can also be seen in the photo with extensive damage to the main body graft material and surrounding stent wire frame. The damage is consistent with surgical retrieval of the stent-graft as reported by the complainant. A second device photo appears to capture the surgical removal of the viabahn® devices as reported by the complainant. Various surgical equipment is captured in the photo, and the stent-grafts are partially visible. However, further assessment of product performance was not possible due to the quality and level of magnification of the photos provided for review. The reported difficulty with catheter removal following deployment could not be independently confirmed from review of the device photos returned for evaluation. The IFU provides guidance concerning catheter withdrawal and instructs the user to apply a slight ¿back and forth¿ motion to facilitate release of the delivery system if the tip catches on the endoprosthesis or introducer sheath. However, neither the nature nor root cause of the withdrawal difficulty could be established with the available information. The IFU states the following: "while maintaining the position of the guidewire across the treated lesion, carefully withdraw the delivery catheter through the lumen of the endoprosthesis and remove it via the introducer sheath. Moderate resistance may be felt when the distal tip is withdrawn through the introducer sheath. Note: if, during catheter removal, the tip catches on the leading edge of the endoprosthesis or introducer sheath, a slight ¿back and forth¿ motion of the catheter or repositioning of the sheath may aid in release. Excessive or abrupt force during catheter removal may damage the endoprosthesis, delivery catheter, or introducer sheath.¿